Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon broke off inside her. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.